Event description:
L.v.n. Came on duty at 0700. Pt's lungs were congested. She gave pt a bath, & changed the adhesive tape which kept the phrenic nerve stimulator in place. Pulse oximeter alarmed & o2 saturation went from 96% to 86% within a few seconds. No pulse at this time. 0820 911 called & CPR started.